Event description:
An abstract was presented entitled "clinical implication of delayed stent fractures after sirolimus-eluting stent implantation." The results detected des stent fracture in 17 patients with a total of 21 stent fractures involving cypher select stents. In-stent restenosis occurred in only two of the cases and this was in lesions where left main bifurcation stenting was performed. All patients are being medically managed. This complaint reflects one of the patient's with a stent fracture only and no restenosis.

Manufacturer narrative:
This device cra xxxx (lot unk) is distributed outside the united states; however it is similar to the united stated product cxs xxxx. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.